Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep repaired and reconnected the power cord. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9900 system's power cord was damaged. No pt injury was reported.